Event description:
X-rays taken during a post-op visit on (B)(6) 2011 revealed the cage to be in the appropriate position. The screws at the top vertebral body are all within the construct of the bone. It appears that one of the screws at the bottom of the construct has backed-out but nevertheless, the plate is still abutting against the bone. Additional radiographic study of the lateral view indicated the one screw to be slightly protruding from the plate at the s1. The aspida anterior lumbar plating system was originally implanted on (B)(6) 2011. No complications were reported at that time.

Manufacturer narrative:
An evaluation is not possible at this time. The suspect device and/or a copy of the x-rays have not been provided. Correspondence with the rep indicated films/x-rays are to be expected shortly. Upon receipt of the x-rays or additional information a follow-up submission will be supplied. The alphatec spine anterior lumbar plating system is intended for use as an anteriorly placed supplemental fixation device via the lateral or anterolateral surgical approach above the bifurcation of the great vessel or via the anterior surgical approach, below the bifurcation of the great vessels. The device is intended as a temporary fixation device until fusion is achieved. The alphatec spine anterior lumbar plating system is intended for anterior lumbar spine (li -s1) fixation.

Manufacturer narrative:
X-rays of the surgical case were received on (B)(4) 2011. A review of the films in conjunction with the operative report was conducted by alphatec. The operative report indicated a partial osteotomy (taking out part or all of the bone, or cutting into or through bone) was performed on both the l5 and s1. A review of the post-op films revealed the osteotomy did not allow for adequate bone screw purchase. Due to the absence of bone the threaded shaft of the screw could not be completely/securely anchored resulting in screw migration.